Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: a review of the pump¿s black box and alarm history showed cs 087 call service alarms. During testing, the pump was powered on to the verify screen with no alarms. The pump rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours with no call service alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm 087 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.